Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the procedure to implant this implantable cardioverter defibrillator (ICD), this patient failed defibrillation threshold (dft) testing and required external rescue. The patient remained in the hospital following the procedure due to lack of safety margin. No additional adverse patient effects were reported.